Event description:
The physician performed an arteriotomy closure with the closer tsl 6 fr. Device in 2001. The patient presented to the ER in 2001 complaining of fever and chills. The groin site was without redness or pain. Blood cultures were drawn and the patient was discharged home. The blood cultures came back positive, and the pt was called to come back to the hospital the following day to be placed on IV antibiotics. An ultrasound of the femoral artery was performed which came back negative back negative. The site started to appear red, so the pt went into surgery for exploration. The perclose stitch was removed in surgery. The surgeon reported "no gross infection". Pt was discharged home in 2001 with negative blood cultures, groin site clean and dry, and a PICC line in place for antibiotic therapy x 6 weeks.